Event description:
Same case as 2134265-2008-00853. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. Approx 1 week prior to the initial procedure the pt was prescribed clopidogrel, but experienced an adverse reaction and was changed to pletaal. The lesion was pre-dilated, unknown type and size balloon. The physician implanted a taxus express2 3.0x16mm drug eluting stent to the >75% stenosed lesion located in the calcified proximal to mid left anterior descending (lad) artery. A taxus express2 3.0x32mm drug eluting stent was then placed overlapping the previously placed taxus stent. Ivus confirmed that the stents were well positioned and well apposed. The pt was prescribed aspirin and cilostazol post procedure. No pt complications were reported. The pt was discharged three days post procedure. Four days post procedure, the pt presented emergently and angiography revealed a thrombosis located inside the previously placed 3.0x32mm taxus stent. An aspiration catheter was used to treat the thrombosis, but only aspirated a small amount of the thrombus. The physician then performed directional coronary atherectomy (dca) to remove the remaining thrombus. The lesion was then dilated, unknown type and size balloon. Angiography confirmed good glow and the procedure was completed. No patient complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.